Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 477 mg/dl. The customer stated that, the insulin pump had motor error. The customer was unsure weather the drive support cap was normal or not. The customer stated that, he got a motor error and tried to rewind the pump and bolus but it came up with a motor error again. The customer was able to clear alarm and insulin pump was able to rewind. The insulin pump will not be returned for analysis.